Event description:
As reported by the sapphire registry, a patient experienced a transient ischemic attack on the same day of the index procedure. At the time of the index procedure, angiography revealed 90% stenosis at the right proximal internal carotid artery. Pre-procedure nih stroke scale was 0 and the patient was asymptomatic. The lesion was described as 4mm in length, mildly calcified, arch type ii, eccentric and ulcerated. The reference vessel was 5.5 in diameter with severe tortuosity. A 5mm angioguard rx was deployed beyond the target lesion. An 8.0 x 40mm precise pro rx was implanted at the target lesion. There was 15% final stenosis. The angioguard was retrieved and debris was noted (thrombotic material) in the filter basket. The patient left the angiography suite without neurological deficit. It was reported that the patient experienced left hemiparesis and left hemiataria. The sudden symptoms occurred on the same day of the procedure. The patient had head CT along with ultrasound. The patient was not medically treated. Symptoms resolved within hour of his procedure with no deficit. The investigator considered this to be a tia. Per the investigator, the event was related to the index procedure, however, not related to the cordis product. The patient was discharged the next day with a score of 0 in the nih stroke scale. Concomitant medications included clopidogrel at pre, during and post procedure and at discharge. Aspirin was administered at pre and post procedure and at discharge.

Manufacturer narrative:
Concomitant medications included clopidogrel at pre, during and post procedure and at discharge. Aspirin was administered at pre and post procedure and at discharge. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The tia resolved without treatment within as few hours, and therefore, does not meet the criteria for an MDR reportable event. This complaint should not have been submitted as an MDR report.